Event description:
User facility medwatch report ((B)(4)) received stating: describe the event or problem: stent struts slid off balloon prior to deployment. What was the original intended procedure? : left heart catheterization with coronary angiogram percutaneous intervention. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do; additional information was provided. The vessel treated was the distal left anterior descending (dlad) artery with 100% stenosis and calcification. The 2.25x28mm xience skypoint stent delivery system (sds) failed to cross the lesion and the stent dislodged. There was no resistance prior to the dislodgement. The stent was retrieved using the same balloon that came with the stent. There was no adverse patient effect and there was no clinically significant delay in the procedure. Another same size xience skypoint stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: medwatch report (# not provided).